Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor reported that a knife blade was confirmed to be dull during surgery. The procedure was completed by using the complaint knife. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
Two knife samples were received by manufacturing, one inside of an opened blister package and one inside of an unopened blister package. The samples were visually examined per facility procedure and were found to be conforming. Penetration testing was then performed per facility procedure which also found both samples to be conforming. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. A complaint history examination revealed that this is the first complaint for the reported issue received against the reported lot number. As the returned samples were both found to be conforming, a dull blade, as described in the complaint, cannot be determined from this evaluation. The exact root cause for this report of dull knives is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformances are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).